Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was taken to the ER by ems due to a low blood glucose of 42 mg/dl; the customer fell off of a stool during a hypoglycemic event and broke her leg. The customer was treated and placed in a nursing home. The customer will be released from the nursing home once she is able to walk on her own again. Troubleshooting was declined for the low blood glucose since the insulin pump was functioning normally. No products were returned or replaced.